Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were disposed by the medical facility and will not be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in over the past year. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial/batch: (B)(6).